Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation. There was also high threshold on the left ventricular (lv) lead. The device was reprogrammed and the lead remain in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation. There was also high threshold on the left ventricular (lv) lead. It was also reported there was intermittent capture on the lv lead.the device was reprogrammed and the lead remain in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.